Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis, seroma-late, capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, seroma-late, capsular contracture baker grade IV.

Event description:
Hcp reported left side pain, grade IV capsular contracture on physical examination. Additional events of ¿breast implant with lobulated contours¿, ¿densely calcified nodule¿, "steatonecrosis" and hyperechogenic imaging noting "collection measuring around 38 x 15 x 7 mm". Device remains implanted.